Manufacturer narrative:
E4. The initial reporter also notified the FDA in nov 2023. Medwatch report is (B)(4). Investigation concluded: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 2nd related complaint reported with the defect/condition of leakage with lot 3249704 regarding item #382523. A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 3249704. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte autog bc leaked at the catheter/hub junction. The following information was provided by the initial reporter: peripheral intravenous line (piv) inserted, began leaking on the next day. Per supply chain leadership, they have trialed another piv brand and will be changing over. (B)(6) 2024. Please confirm the exact location of leakage/damage. Noted to be at the junction between the inserted catheter and the hub of the catheter.